Manufacturer narrative:
This product is registered as a combination product. It was reported that high ventricular rate egms were showing noise on the rv channel. Patient reports no symptoms. Unable to reproduce noise with isometric arm movements and pocket manipulation. Patient is dependent, discuss noise with physician. Programming changes were made to cover the noise and continue to monitor patient.

Event description:
It was reported that high ventricular rate egms were showing noise on the rv channel. Patient reports no symptoms. Unable to reproduce noise with isometric arm movements and pocket manipulation. Patient is dependent, discuss noise with physician. Programming changes were made to cover the noise and continue to monitor patient.